Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A rep was able to successfully restore communication with the device. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that following an unrelated surgical procedure where the ipg was not set to surgery mode, the ipg was unable to communicate with external devices, deeming the ipg inoperable. A manufacturer representative met with the patient and was able to recover the ipg.